Manufacturer narrative:
Manufacturing site: asahi intecc (thailand) co., ltd., pathum thani, thailand, registration number: (B)(4). The reported sasuke catheter with its separated distal segment was returned for investigation. The middle tube of the catheter was found ruptured, from which two core wires came out. A kink was observed at approximately 115mm from the proximal end of the catheter. Microscopic observation of the proximal rupture segment of the middle tube found a trace of ductile rupture on the tube polymer likely caused by tension. Microscopic observation of the detached distal segment of the sasuke catheter found an accordion-like deformation which could be typically observed when tensional stress was momentarily released. The middle tube was found deformed in an accordion-like shape at approximately 290mm from the tip. The middle tube was also found crushed proximal to the guide wire port; however, no such damage as rupture or crush was observed on the tip segment. Lot history review revealed no anomaly relating to the reported event. No other similar product experience report was received from this lot. Based on the obtained information and investigation outcome, it was presumed that tensional stress might have been applied to the subject sasuke catheter while the middle tube of the catheter was temporally crushed due to anatomical conditions, increasing resistance with the concomitantly used guide wire. Consequently, tensional stress exceeding the product design limit was applied to the middle tube, rupturing the catheter. Although it was concluded that this event was not attributed to product quality, it was conclude that possibility could not be completely ruled out that some fragment might be left in situ should the same or a similar event recur. CAPA: no CAPA will be taken. The instructions for use (IFU) states: [warnings] 7) when withdrawing the product, well check the position of the tip of the product relative to the position(s) of the device used in combination and/or the device for replacement under x-ray fluoroscopy. [Precautions] 10) if any resistance is felt during the manipulation of this product, interrupt the manipulation, and check the cause under high-resolution x-ray fluoroscopy. If it is judged that the cause of the resistance is due to damage of this product, carefully remove the entire system while paying attention to the product not to fracture using procedure such as surgical operation if needed. [Malfunctions and adverse events] 1) malfunction - separation - withdrawal difficulty.

Event description:
It was reported that percutaneous coronary intervention (pci) was performed to treat a moderately calcified 90-99% stenotic lesion in the # 7 to # 9 segments of the left anterior descending artery (lad). After a stent was deployed in the #7 segment by the retrograde approach, an asahi sasuke double-lumen catheter was inserted over an asahi rg3 guide wire which had been advanced from the right coronary artery (rca) to treat the #8 segment. As a runthrough guide wire (terumo) was inserted in the otw lumen of the subject sasuke catheter and successfully crossed the lesion, withdrawal attempts were made for the rg3 guide wire and the runthrough guide wire by using a kusabi catheter exchange catheter (kaneka), when the shaft of the subject sasuke catheter was ruptured. The detached distal segment of the sasuke catheter was removed, with the runthrough guide wire inserted inside, as a unit, successfully retrieving the sasuke catheter fragment from the patient anatomy. A stent was deployed to the lesion, and the procedure was completed. The physician commented that he had intended to trap the rg3 guide wire and the runghtough guide wire in the concomitantly used guiding catheter, but the sasuke catheter was unintentionally trapped, too. It was informed that there was no problem with the patient, who was discharged without any issues.